Manufacturer narrative:
The investigation determined unexpected (B)(6) vitros (B)(6) results were obtained from a single patient sample when compared to (B)(6) results obtained from a non-vitros roche method. A definitive assignable cause for the discordant (B)(6) results could not be determined with the limited information provided by the customer. The customer did not provide any qc fluid information so it was not possible to make an appropriate assessment of the (B)(6) reagent performance at the time of the event. Additionally, precision testing of the vitros 3600 immunodiagnostic systems was not performed, therefore it cannot be confirmed that the instrument was operating as intended and unexpected instrument performance cannot be completely ruled out as contributing to the event. It is possible that the patient was in the earlier stages of (B)(6) infection when the (B)(6) sample was drawn and has now seroconverted between sample draws and is now detected as (B)(6) for (B)(6) a (B)(6) vitros result (B)(6) was generated from a sample collected from the same patient 4 days after the (B)(6) result was generated. In addition, it was not possible to establish if the customer is following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer observed unexpected (B)(6) vitros (B)(6) results from a single patient sample when compared to (B)(6) results obtained from the same patient using a non-vitros roche system. Vitros (B)(6) = (B)(6) versus expected (B)(6). Biased results of the magnitude and direction observed could lead to inappropriate physician action. The discordant (B)(6) results were not reported from the laboratory. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).